Event description:
It was reported that the customer collapsed and had an episode of hypoglycemia back. It was stated that the paramedics were called to his home, and treated her glucose levels of 10mg/dl. It was stated that the customer received an error alarm, and his basal rates continued to change to the default setting. It was stated that the customer tried to prime, and the insulin was squirting out.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the events as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.